Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Manufacturing date request. Revision - not clear left or right hip. Product details only provided.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Manufacturing date request. Possible revision not clear left or right hip. Product details only provided. Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided; therefore no conclusions can be drawn. It has been communicated that the matter may go to litigation and no additional patient or event information will be provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.